Event description:
The customer reported that while preparing the subject device for an unspecified procedure, foreign material was observed to be stuck in the channel. Another similar device was used for the intended procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the cleaning brush could not be inserted because the instrument channel tube was blocked. The angulation in the up direction was out of specification due to wear of the angle wire. A crease was observed in the distal end cover, and part of the bending cover adhesive was broken. The objective lens and light guide lenses were chipped. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received regarding the reported issue.

Event description:
Additional information was received regarding the reported issue (foreign material was observed to be stuck in the channel): the intended procedure was not known; however, it was reported there was no delay in the procedure due to the issue. There was no patient or user injury due to the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the syringe tip breaking during use and remaining in the channel. Olympus will continue to monitor field performance for this device.